Event description:
The hcp reported the patient has had several episodes of withdrawal symptoms. The patient has been given supplemental oral baclofen, ativan, and valium. The hcp tried high doses of the intrathecal baclofen and periodic boluses without improvement in spasms. The patient was placed on a complex cycle with subsequent improvement in the lower extremity spasticity, dye studies were done twice which revealed the pump and catheter to be functioning normally. The catheter was revised in 2006 and the drug concentration was changed to 2000mcg/ml in 2004.